Event description:
It was reported that the blood temperature measurement was unstable, and it went up and down from 24.0 to 36.5 degree c. There were no patient complications reported.

Manufacturer narrative:
Customer report was confirmed. Testing on the vigilance ii monitor revealed and error message: "check thermistor connection". The thermistor was found to have an intermittent open condition at the thermistor bead when flexing the tip of the catheter. Thermal filament circuit were continuous. There is no catheter body damage observed. All through lumens were patent without leakage. The balloon inflated clear, concentric and remained inflated for more than 5 minutes. A device history record review was completed and documented that the device met all specifications upon distribution.